Event description:
It was reported during the implant attempt that it was difficult to advance the left ventricular (lv) lead to the desired position due to the patient's small posterolateral branch and lv pacing thresholds were minimally acceptable. The lead was not used and another lead was implanted. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).